Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("right side pain"), genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("week and a half long period, where she was bleeding"), abdominal pain ("daily cramping") and night sweats ("a lot night sweats every night since the surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), autoimmune disorder (seriousness criterion medically significant), urticaria ("hives"), abdominal distension ("bloating"), weight increased ("weight gain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, alopecia, autoimmune disorder, urticaria, abdominal distension, weight increased and allergy to metals outcome was unknown and the vaginal haemorrhage, abdominal pain and night sweats had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, autoimmune disorder, genital haemorrhage, pelvic pain, urticaria and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain, night sweats and vaginal haemorrhage with essure. Most recent follow-up information incorporated above includes: on 8-sep-2017: this case was converted from the conceptus database into argus on 10-jan-2014 and it was initially reported by a consumer. Further information (legal claim) was received on 08-sep-2017 and qualifies this previous conceptus case as reportable case by bayer: lawyers were added as reporter. Event added: right side pain, hair loss, autoimmune issues, excessive and abnormal bleeding, hives, bloating, weight gain and nickel allergy were added, event outcome added, hysterectomy and intervention was added for event right side pain. Consumer's middle name added. Essure indication was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("right side pain"), device dislocation ("migration of essure: unknown,not found;"), genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. E13065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis (reproductive system disorder or condition), body mass index, degenerative disc disease since 2012, sleep apnea, environmental allergy, animal bite nos, intervertebral disc disorder, neck mass, rheumatoid arthritis, bipolar disorder and lymphadenopathy. Concomitant products included gabapentin (neurontin), ibuprofen (motrin), nortriptyline, pethidine hydrochloride (demerol), promethazine (phenergan) and tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced the first episode of abdominal pain ("daily cramping"), the first episode of night sweats ("a lot night sweats every night since the surgery") and the second episode of night sweats ("other: night sweats"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("week and a half long period, where she was bleeding/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), urticaria ("hives/allergic or hypersensitivity reaction: hives/rashes or skin conditions: hives,"), migraine ("migraines/headaches"), headache ("migraines/headaches") and the first episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of abdominal distension ("bloating"), weight increased ("weight gain"), the second episode of allergy to metals ("nickel allergy"), anaphylactic reaction ("anaphylaxis"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia"), device expulsion ("expulsion of essure device"), fatigue ("fatigue,"), mood swings ("hormonal changes: mood swings"), bladder pain ("bladder pain"), the second episode of abdominal pain ("abdominal pain"), chest pain ("thoracic pain"), musculoskeletal pain ("shoulder and shoulder blades"), pain in extremity ("finger and hand , calf pain"), muscle spasms ("leg cramp"), musculoskeletal chest pain ("rib cage"), urinary incontinence ("bladder incontinence"), arthralgia ("joint pain") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, autoimmune disorder, alopecia, urticaria, weight increased, menorrhagia, anaphylactic reaction, bladder disorder, urinary tract disorder, dyspareunia, device expulsion, fatigue, mood swings, migraine, headache, nausea, bladder pain, chest pain, musculoskeletal pain, pain in extremity, muscle spasms, musculoskeletal chest pain, urinary incontinence, arthralgia and the last episode of abdominal distension outcome was unknown, the vaginal haemorrhage had not resolved, the last episode of allergy to metals and the last episode of night sweats was resolving and the dysmenorrhoea and the last episode of abdominal pain had resolved. The reporter provided no causality assessment for vaginal haemorrhage, the first episode of abdominal pain and the first episode of night sweats with essure. The reporter considered alopecia, anaphylactic reaction, arthralgia, autoimmune disorder, bladder disorder, bladder pain, chest pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal chest pain, musculoskeletal pain, nausea, pain in extremity, pelvic pain, urinary incontinence, urinary tract disorder, urticaria, weight increased, the first episode of abdominal distension, the first episode of allergy to metals, the second episode of abdominal distension, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of night sweats to be related to essure. The reporter commented: rheumatoid factor (rf) no diagnosis yet, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Doppler ultrasound of pelvis. Impression: bilateral ovarian cysts, like physiologic tiny amount of free fluid which may also be physiologic. Essure device visualized on left side, not visible on right. Surgical pathology uterus and cervix, and bilateral fallopian tubes. Gross description: cervix appears retroflexed. Slit-like cervical os is patent. Discrete muscular uterine tumors noted. The endometrial cavity and surrounding myometrium do not contain any wires or grossly noted exogenous structures. The detached, apparent right tubal segment measures 3 cm in length and has an intact, fimbriated end. The apparent attached left ovary measures 4.5 cm in length and has a fimbriated end. A thin, coiled metal wire protrudes from the proximal aspect of the tubal lumen. It is removed and saved for disposition to the patient. Microscopic description: endometrial stroma shows patchy edema without well-developed predicidual change. The endomyometrial junction is slightly irregular, but conclusive evidence of adenomyosis not identified. Bilateral fallopian tubes and tubal fimbria show representation of benign serous epithelium. Noted in associated with tubal fimbria of the right tube is a collection of histiocytes. Adnexal endometriosis not identified. Diagnosis: uterus and cervix, resection: benign, weakly secretory-type endometrium. Chronic cervicitis with squamous metaplasia. Posterior uterine serosal features consistent with serosal endometriosis. No epithelial dysplasia or evidence of malignancy. Bilateral fallopian tubes, excision: benign fallopian tubes. No endometriosis or evidence of malignancy. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and mr received, patient demographic information, lab data, essure indication ,concomitant product,new event allergic or hypersensitivity reaction: hives, anaphylaxis; autoimmune disorder, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, expulsion of essure device, fatigue , hormonal changes: mood swings, migration of essure: unknown, not found, nausea, nickel allergy, other: night sweats , bladder pain, thoracic pain, shoulder and shoulder blades, finger and hand pain, leg cramp, rib cage, bladder incontinence, joint pain, abdominal distension were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("right side pain"), device dislocation ("migration of essure: unknown,not found;"), genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding"), rheumatoid arthritis ("autoimmune disorder-rheumatoid arthritis") and anaphylactic reaction ("anaphylaxis") in a 38-year-old female patient who had essure (batch no. E13065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes and pre-eclampsia. Concurrent conditions included endometriosis (reproductive system disorder or condition), body mass index normal, degenerative disc disease since 2012, sleep apnea, environmental allergy, animal bite, intervertebral disc disorder, neck mass, rheumatoid arthritis, bipolar disorder, lymphadenopathy and restrictive pulmonary disease. Concomitant products included gabapentin (neurontin), ibuprofen (motrin), nortriptyline, pethidine hydrochloride (demerol), promethazine (phenergan) and tramadol hydrochloride (ultram). On(B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced the first episode of abdominal pain ("daily cramping"), the first episode of night sweats ("a lot night sweats every night since the surgery") and the second episode of night sweats ("other: night sweats"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("week and a half long period, where she was bleeding/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), urticaria ("hives/allergic or hypersensitivity reaction: hives/rashes or skin conditions: hives,"), migraine ("migraines/headaches"), headache ("migraines/headaches") and the first episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), the first episode of abdominal distension ("bloating"), weight increased ("weight gain"), the second episode of allergy to metals ("nickel allergy"), anaphylactic reaction (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia"), device expulsion ("expulsion of essure device"), fatigue ("fatigue,"), mood swings ("hormonal changes: mood swings"), bladder pain ("bladder pain"), the second episode of abdominal pain ("abdominal pain"), chest pain ("thoracic pain"), musculoskeletal pain ("shoulder and shoulder blades"), pain in extremity ("finger and hand , calf pain"), muscle spasms ("leg cramp"), musculoskeletal chest pain ("rib cage"), urinary incontinence ("bladder incontinence"), arthralgia ("joint pain"), the second episode of abdominal distension ("bloating") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy).essure was removed on 15-mar-2016. At the time of the report, the pelvic pain, alopecia, weight increased, the last episode of allergy to metals and the last episode of night sweats was resolving, the device dislocation, rheumatoid arthritis, anaphylactic reaction, bladder disorder, urinary tract disorder, dyspareunia, device expulsion, fatigue, mood swings, headache, bladder pain, chest pain, musculoskeletal pain, pain in extremity, muscle spasms, musculoskeletal chest pain, urinary incontinence, arthralgia and the last episode of abdominal distension outcome was unknown and the genital haemorrhage, vaginal haemorrhage, urticaria, menorrhagia, dysmenorrhoea, migraine, nausea, the last episode of abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for vaginal haemorrhage, the first episode of abdominal pain and the first episode of night sweats with essure. The reporter considered alopecia, anaphylactic reaction, arthralgia, bladder disorder, bladder pain, chest pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal chest pain, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, urinary incontinence, urinary tract disorder, urticaria, vaginal discharge, weight increased, the first episode of abdominal distension, the first episode of allergy to metals, the second episode of abdominal distension, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of night sweats to be related to essure. The reporter commented: rheumatoid factor (rf) no diagnosis yet, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Doppler ultrasound of pelvis. Impression: bilateral ovarian cysts, like physiologic tiny amount of free fluid which may also be physiologic. Essure device visualized on left side, not visible on right. Surgical pathology uterus and cervix, and bilateral fallopian tubes. Gross description: cervix appears retroflexed. Slit-like cervical os is patent. Discrete muscular uterine tumors noted. The endometrial cavity and surrounding myometrium do not contain any wires or grossly noted exogenous structures. The detached, apparent right tubal segment measures 3 cm in length and has an intact, fimbriated end. The apparent attached left ovary measures 4.5 cm in length and has a fimbriated end. A thin, coiled metal wire protrudes from the proximal aspect of the tubal lumen. It is removed and saved for disposition to the patient. Microscopic description: endometrial stroma shows patchy edema without well-developed predicidual change. The endomyometrial junction is slightly irregular, but conclusive evidence of adenomyosis not identified. Bilateral fallopian tubes and tubal fimbria show representation of benign serous epithelium. Noted in associated with tubal fimbria of the right tube is a collection of histiocytes. Adnexal endometriosis not identified. Diagnosis: uterus and cervix, resection: benign, weakly secretory-type endometrium. Chronic cervicitis with squamous metaplasia. Posterior uterine serosal features consistent with serosal endometriosis. No epithelial dysplasia or evidence of malignancy. Bilateral fallopian tubes, excision: benign fallopian tubes. No endometriosis or evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events vaginal discharge & autoimmune disorder event updated to rheumatoid arthritis were added. Event outcome updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("right side pain"), device dislocation ("migration of essure: unknown,not found;"), genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. E13065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis (reproductive system disorder or condition), body mass index, degenerative disc disease since 2012, sleep apnea, environmental allergy, animal bite nos, intervertebral disc disorder, neck mass, rheumatoid arthritis, bipolar disorder and lymphadenopathy. Concomitant products included gabapentin (neurontin), ibuprofen (motrin), nortriptyline, pethidine hydrochloride (demerol), promethazine (phenergan) and tramadol hydrochloride (ultram). On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced the first episode of abdominal pain ("daily cramping"), the first episode of night sweats ("a lot night sweats every night since the surgery") and the second episode of night sweats ("other: night sweats"). In august 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In december 2013, the patient experienced vaginal haemorrhage ("week and a half long period, where she was bleeding/abnormal bleeding (vaginal, menorrhagia)"). In january 2014, the patient experienced alopecia ("hair loss"), urticaria ("hives/allergic or hypersensitivity reaction: hives/rashes or skin conditions: hives,"), migraine ("migraines/headaches"), headache ("migraines/headaches") and the first episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of abdominal distension ("bloating"), weight increased ("weight gain"), the second episode of allergy to metals ("nickel allergy"), anaphylactic reaction ("anaphylaxis"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia"), device expulsion ("expulsion of essure device"), fatigue ("fatigue,"), mood swings ("hormonal changes: mood swings"), bladder pain ("bladder pain"), the second episode of abdominal pain ("abdominal pain"), chest pain ("thoracic pain"), musculoskeletal pain ("shoulder and shoulder blades"), pain in extremity ("finger and hand , calf pain"), muscle spasms ("leg cramp"), musculoskeletal chest pain ("rib cage"), urinary incontinence ("bladder incontinence"), arthralgia ("joint pain") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, autoimmune disorder, alopecia, urticaria, weight increased, menorrhagia, anaphylactic reaction, bladder disorder, urinary tract disorder, dyspareunia, device expulsion, fatigue, mood swings, migraine, headache, nausea, bladder pain, chest pain, musculoskeletal pain, pain in extremity, muscle spasms, musculoskeletal chest pain, urinary incontinence, arthralgia and the last episode of abdominal distension outcome was unknown, the vaginal haemorrhage had not resolved, the last episode of allergy to metals and the last episode of night sweats was resolving and the dysmenorrhoea and the last episode of abdominal pain had resolved. The reporter provided no causality assessment for vaginal haemorrhage, the first episode of abdominal pain and the first episode of night sweats with essure. The reporter considered alopecia, anaphylactic reaction, arthralgia, autoimmune disorder, bladder disorder, bladder pain, chest pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal chest pain, musculoskeletal pain, nausea, pain in extremity, pelvic pain, urinary incontinence, urinary tract disorder, urticaria, weight increased, the first episode of abdominal distension, the first episode of allergy to metals, the second episode of abdominal distension, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of night sweats to be related to essure. The reporter commented: rheumatoid factor (rf) no diagnosis yet, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Doppler ultrasound of pelvis. Impression: bilateral ovarian cysts, like physiologic tiny amount of free fluid which may also be physiologic. Essure device visualized on left side, not visible on right. Surgical pathology uterus and cervix, and bilateral fallopian tubes. Gross description: cervix appears retroflexed. Slit-like cervical os is patent. Discrete muscular uterine tumors noted. The endometrial cavity and surrounding myometrium do not contain any wires or grossly noted exogenous structures. The detached, apparent right tubal segment measures 3 cm in length and has an intact, fimbriated end. The apparent attached left ovary measures 4.5 cm in length and has a fimbriated end. A thin, coiled metal wire protrudes from the proximal aspect of the tubal lumen. It is removed and saved for disposition to the patient. Microscopic description: endometrial stroma shows patchy edema without well-developed predicidual change. The endomyometrial junction is slightly irregular, but conclusive evidence of adenomyosis not identified. Bilateral fallopian tubes and tubal fimbria show representation of benign serous epithelium. Noted in associated with tubal fimbria of the right tube is a collection of histiocytes. Adnexal endometriosis not identified. Diagnosis: uterus and cervix, resection: benign, weakly secretory-type endometrium. Chronic cervicitis with squamous metaplasia. Posterior uterine serosal features consistent with serosal endometriosis. No epithelial dysplasia or evidence of malignancy. Bilateral fallopian tubes, excision: benign fallopian tubes. No endometriosis or evidence of malignancy. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and mr received, patient demographic information, lab data, essure indication ,concomitant product,new event allergic or hypersensitivity reaction: hives, anaphylaxis; autoimmune disorder, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, expulsion of essure device, fatigue , hormonal changes: mood swings, migration of essure: unknown, not found, nausea, nickel allergy, other: night sweats , bladder pain, thoracic pain, shoulder and shoulder blades, finger and hand pain, leg cramp, rib cage, bladder incontinence, joint pain, abdominal distension were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.